Event description:
A customer reported that the tip of the probe was broken during use in surgery. Clarification was received, indicating that the breakage occurred "at the needle rigid", not at the probe tip. There was no harm to the pt. Add'l info has been requested, however, none has been provided to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).